Event description:
Aventis case ID: (B)(4). Initial and follow-up information received on (B)(6)-2009 respectively were processed together: this non-serious case from (B)(6) was reported by a consultant dermatologist to our local affiliate (B)(4). This case is associated to case (B)(4) by reporter. This case involves a female patient (age unknown) who developed small palpable non visible lumps after the administration of poly-l-lactic acid (sculptra) sometime in (B)(6)-2008. The patient did not massage her face following treatment. No further information is available.

Manufacturer narrative:
A ptc has been initiated for this case under local number (B)(4). Ptc results: since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(6). The review of the dhrs and the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show this event is not batch related. Conclusion: no faults detectable. Reporter's causality: not provided. Addendum for follow-up information received on (B)(6)-2009: the reporter of this case has refused further contact with regards to this event; therefore no additional information is available.